Event description:
See initial report.

Manufacturer narrative:
The customer has never got back to the livanova account executive with information on how the 3t system is used and managed. A device service history review has been performed and identified that the unit was manufactured in 2010 and no other similar events have been reported. A complaints review was conducted and no similar instances of the event have been reported from the same hospital. Based on the collected and available information, no further investigation is possible and the root cause could not be determined. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. If any additional information pertinent to the reported event and impacting the investigation results is received, this complaint file will be re-opened and updated. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera both pre and post-cleaning. The laboratory report confirming the reported contamination has been provided to livanova: 1 cfu/ml pre-cleaning and 20 cfu/ml post-cleaning. There is no report of patient injury.